Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was broken. Review of the event history log (ehl) showed a system fault. A functional test was performed and the reported issue verified. Error code 41541 was founded in the device information folder and device's event history logs. It was determined that the cause was due to the latch lock optic flex sensor. As a result, the latch lock optic flex sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: regulatory.responses@icumed.com

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3, d4: UDI, and g5 are unknown.

Event description:
It was reported that the pump exhibited a system error. It is unknown if there was patient involvement, no adverse patient effects were reported.